Event description:
It was reported while using bd¿ blunt fill needle 18 g there was epoxy on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: needle with glue residue.

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, white glue is observed on the hub of the needle, this white glue is epoxy, which is the adhesive used to join the cannula with the hub. This condition is part of the assembly process and when it occurs, the length of the injectable area is verified, however, as there is no physical sample, it is not possible to verify if the length of the injectable area is outside or within the specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt fill needle 18 g there was epoxy on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: needle with glue residue.